Event description:
Customer stated prescription drug was administered to her (B)(6) infant using the product (medi-pals). The product was used twice, with no incident occurring the first time. The customer stated the infant started choking and turned purple the second time medicine was administered due to the product directing the medicine to the throat instead of to the side of the mouth. The infant went to the ER by ambulance and had trouble breathing. The infant aspirated again the next night and was admitted into the hospital for 2 days.